Manufacturer narrative:
This event occurred in (B)(6). The customer did not request any further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant chloride (cl) and sodium (na) results for 1 patient sample tested on a cobas 6000 c (501) module. The initial cl result was 112.1 mmol/l. The repeat was 101.1 mmol/l. The initial na result was 127 mmol/l. The repeat was 138 mmol/l. It is not known if the results in question were reported outside of the laboratory. The cl electrode lot number was s30 and the na electrode lot number was g14. The expiration dates were not provided.